Event description:
Boston scientific received information that during the implant procedure prior to wound closure, this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high pacing lead impedance measurements of greater than 2,000 ohms. The lead was removed from the device header and a wire was inserted into the lead. While doing so, it was observed that the distal end of the lead kinked and the insulation in the area bunched up. Additional information received that the lead was tested with a pacing system analyzer (psa) prior to plugging the lead into the device header with acceptable measurements. The lead to device header connection was also confirmed secure. The lead was never in service. A new lv lead was implanted successfully. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.